Event description:
It wars reported that bd nexiva¿ closed IV catheter system the tubing disconnects from the holder. Customer stated: "not sure if you got the background on this. We have had a few joint patient safety reports opened from the clinics on the bd nexiva close IV catheter system ¿ dual port. The reference number is 383536. The size is 20 ga 1.00 in. The issue is that the tubing becomes disconnected from the holder. Have you had issues or complaints from any other facilities?"

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one qn was initiated on the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir review disclosed four qns were initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir visual/microscopic evaluation: the representative returned unit showed no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing¿s. The extension tubing was adhering to the inside clear port wall of the catheter adapter. No separation adapter from tubing was observed with returned unit. Water/air leak test: leakage was observed coming from the area of the nose of the straight adapter. The defect separation adapter from tubing was not identified or confirmed with the returned unit. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It wars reported that bd nexiva¿ closed IV catheter system the tubing disconnects from the holder. Customer stated: "not sure if you got the background on this. We have had a few joint patient safety reports opened from the clinics on the bd nexiva close IV catheter system ¿ dual port. The reference number is (B)(4). The size is 20 ga 1.00 in. The issue is that the tubing becomes disconnected from the holder. Have you had issues or complaints from any other facilities?"